Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right ptosis. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 35-year-old caucasian female patient underwent unspecified breast surgery with a 275cc mentor memorygel breast implant on both sides and experienced capsular contracture; baker grade iii - IV on her left side postoperatively. As a result, the device will be explanted on (B)(6) 2022. On (B)(6) 2022, mentor became aware that the patient also experienced bilateral ptosis in addition to left capsular contracture; baker grade iii - IV, and underwent implant exchange surgery on the left, and right breast inframammary crease scar revision. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Per operative report received on (B)(6) 2022, and additional information received on (B)(6) 2022, health effect impact code under field h6 has been updated from device removal to "surgical intervention" as only left side was replaced using catalog number 3502751bc; serial number (B)(6). Surgical intervention was performed on the right side. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).